Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. The actual complaint device (lot 0508a05, manufactured august 2005) was returned and found to have both clear cartridge holder engagement tabs broken. This malfunction may result in an underdose. Corrective action: the core user manual states, "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional." There is evidence of improper use. The engineering investigation determined the device could not prime or dose with the damaged complaint clear cartridge holder attached. This damage is consistent with damage incurred by a screwdriver that was used for leverage to bend the tab inward and outward until the tabs broke in fatigue. This behavior is considered to be misuse as it is prohibited in the user manual.

Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint concerns a female pt of unk age. The pt was taking unspecified insulin via a humapen ergo teal/clear cartridge holder for the treatment of an unk indication beginning on an unk day. On an unk day, the humapen ergo teal/clear pen was reported to be jammed. The humapen ergo teal/clear pen complaint is associated with another device. The operator of the device was the pt. It is unk if the operator of the device was trained. The pt has used this device model for an unk time period. The device was returned to the company; two broken engagement tabs were identified. It is unk if humapen ergo teal/clear was continued. Update 13-jul-2007: update 16-jul-2007: following internal review on 16-jul-2007, non-medically significant edit to product page.